Manufacturer narrative:
On-site investigation was performed by third party service. During daily check the nozzle unit on air gas module was found defective. The replacement of nozzle unit solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is a part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer's specification, the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown when the nozzle units were last replaced. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit. The UDI information is not available since the device was manufactured before the implementation of UDI manufacturing on (B)(6) 2015.

Event description:
It was claimed that the ventilator's nozzle unit on air gas module was found defective. There was no patient involvement. Manufacturer's ref: (B)(4).